Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device herniated which caused the patient to have a serious issue. Cuff bulged on one side and patient decompensated, went into asystole sleep, o2 dropped enough that heartbeat became irregular, probably the cuff did not seal during surgery resulting in loss of supplied oxygen. Re cannulated and used endotracheal (et) tube, a new trach tube was placed and secured. The patient was injured but recovered.